Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on april 23, 2018 that a wallflex biliaryrx fully covered rmv stent had been implanted during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) registry: palliative treatment of biliary strictures produced by malignant neoplasm. The patient had a history of pancreatic cancer. On (B)(6) 2015, baseline assessment of biliary obstructive symptoms (abos) was conducted, and jaundice and itching were noted. On (B)(6) 2015, liver function test were performed. On (B)(6) 2015, the patient underwent a study stent placement as an outpatient procedure. Imaging/ tissue sampling was performed using computed tomography (CT) scan. A biliary sphincterotomy, intra-ductal biopsy, and endoscopic ultrasound - fine needle aspiration (eus-fna) of the pancreatic mass was performed during stent placement. The wallflex biliary rx fully covered rmv stent was deployed in a satisfactory position across the stricture. The patient was admitted to the hospital on (B)(6) 2016 and assessment of biliary obstruction symptoms revealed fever/ chills and jaundice. On (B)(6) 2016, the patient experienced cholangitis and a complete distal migration of the stent was noted. Reportedly, the migration was not due to stricture resolution. The patient was treated with medication and placement of a new wallflex biliary uncovered stent at the stricture site. The patient was discharged on (B)(6) 2016.

Manufacturer narrative:
Updated with the additional information received on october 11, 2018.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliaryrx fully covered rmv stent had been implanted during a stent placement procedure performed on (B)(6) 2015 as part of the e7099 abc wallflex registry: palliative treatment of biliary strictures produced by malignant neoplasm. The patient had a history of pancreatic cancer. On (B)(6) 2015, baseline assessment of biliary obstructive symptoms (abos) was conducted, and jaundice and itching were noted. On (B)(6) 2015, liver function test were performed. On (B)(6) 2015, the patient underwent a study stent placement as an outpatient procedure. Imaging/ tissue sampling was performed using computed tomography (CT) scan. A biliary sphincterotomy, intra-ductal biopsy, and endoscopic ultrasound - fine needle aspiration (eus-fna) of the pancreatic mass was performed during stent placement. The wallflex biliary rx fully covered rmv stent was deployed in a satisfactory position across the stricture. The patient was admitted to the hospital on (B)(6) 2016 and assessment of biliary obstruction symptoms revealed fever/ chills and jaundice. On (B)(6) 2016, the patient experienced cholangitis and a complete distal migration of the stent was noted. Reportedly, the migration was not due to stricture resolution. The patient was treated with medication and placement of a new wallflex biliary uncovered stent at the stricture site. The patient was discharged on (B)(6) 2016. Additional information received on october 11, 2018: according to the complainant, the event of cholangitis was considered recovered/ resolved on (B)(6) 2016.